Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The two controllers (B)(6) were returned for evaluation. The patient was implanted with heartmate 2 on (B)(6) 2014 then on (B)(6) 2016 and later (B)(6) 2025. It was reported that on (B)(6) 2026 at 14:24 the patient called to report having problems with their power cables. The site called back to check on the patient, but the phone was not answered. The patient neighbor was contacted to check on them and they found that the patient was not breathing. It was noted that the driveline was not fully engaged in the system controller. The disconnection was for about the number of minutes from the phone call until the neighbor arrived. The ventricular assist device (vad) was reconnected and it was unknown if it was running, then the chest compressions began but however it was stopped when a do-not-resuscitate (dnr) order was identified. It was noted that on the day of discharge on (B)(6) 2026 from a short hospital stay, the system controller was exchanged 0n (B)(6) 2026 due to the inability of a primary system controller to communicate with the heartmate touch. The hospital waited to change the system controller until their neighbor brought it to the hospital. The backup system controller was used for the exchange, and the new controller was used as his backup. The primary system controller was (B)(6) and the backup system controller was (B)(6). The reason for the return of (B)(6) was due to the patient expired while trying to change out their system controller and requested interrogation to investigate the reason for the exchange.

Event description:
It was reported that the heartmate ii system controller (pcx-21168) was exchanged because it would not download on the heartmate touch to see the alarms. It was confirmed that the system controller exchange resolved the issue. The issue was connecting the system controller with the heartmate touch. They reported that the patient passed away on (B)(6) 2026 after trying to change their system controller on their own and losing power.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.